Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's front panel membrane was faulty. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the front panel membrane. It is important to note that upon testing at zoll united kingdom, the nibp button was difficult to actuate and all other functions operated as expected. Reports of this kind do not typically meet our criteria of reportability. The front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend. Analysis for reports of this type has not identified an increase in trend.